Event description:
A surgeon reported that 2 weeks following intraocular lens (iol) implanted surgery, he noticed the lens had a broken haptic. The lens was exchanged. No additional information is anticipated.

Manufacturer narrative:
The product was returned for analysis. One haptic was broken-gusset area (still attached). The optic was cracked. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in this lot number. Additional information was requested and received.